Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) had no rf telemetry. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.